Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0721 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn was breaking away the dilator and part of the orange part didn't break away and stayed looped around the catheter. The rn had to use sterile forceps to remove it. It was stated half of the dilator came off with no problem but the orange part towards the top was still surrounding the catheter. Rn pulled the rest of the breakaway part of the of the skin so it wasn¿t in the patient¿s arm and then gripped the little remaining section of dilator and broke it off with forceps. Rn stated, "the catheter was fine and the patient was fine."